Manufacturer narrative:
Although the used guidewire was not returned for evaluation, photographs were provided. Angiodynamics has notified our guidewire supplier, (B)(4), of this event via a supplier corrective action request (scar). At the conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device being retained by hospital.

Event description:
As reported by end user hospital: "PICC line insertion attempted in the right basilic insertion site. Needle placed and verified dark color with no pulsation. Guidewire started and met resistance so the nurse stopped immediately. Started to remove the guidewire, as it was being removed the wire started shredding. Pressure was held at insertion site - removed needle and part of the guidewire stayed in the right arm." The patient was then sent to surgery for successful removal of the guidewire fragment. Per end user, patient experienced "prolonged hospital stay." The used device will not be returned, as it is being retained by risk management, however photographs were provided.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics (B)(6) 2016 angiodynamics complaint report was reviewed for the vaxcel pasv PICC product family and the failure mode "guidewire fractured." No adverse trend was identified. The guidewire sample was not returned, however photographs were provided. The photos, as well as a supplier corrective action request (scar) were forwarded to angiodynamics' guidewire supplier, lake region medical. Their response indicated that without a sample, an exact root cause of the event was unable to be determined. The original event description, however, referenced that the guidewire was pulled back against the needle, which is cautioned against in the directions for use (dfu) provided with the device. The most likely root cause, therefore is related to user technique/operational context. Lake region's manufacturing records for the device lot did not indicate any quality or manufacturing discrepancies. The dfu provided with the PICC device states, " precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit." (B)(4). Device not returned to manufacturer.